Event description:
It was reported through the attorney for the pt, as a result of a legal claim that "in (B)(6) 2007, the pt underwent a total hip replacement". It was further alleged that "a competitor curom cup was implanted". It was further reported that "the pt almost immediately began having issues with it, including chronic pain and trouble walking and faces the possibility of revision surgery". It was reported that there was no implant sheet at the time, therefore it is currently unk as to whether or not stryker implants were used during surgery.

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.